Event description:
The clip was placed properly at first, then the clip broke under operation. The clip may have been broken by harmonic vibration. The broken clip was removed from the patient. The patient did not have an injury or require additional treatment and the surgeon finished without any delay.

Manufacturer narrative:
One half of a clip was returned, decontaminated and investigated. Also four sterile unopened ref (B)(4) clip cartridge pouches were returned, two having lot number 00107528j and two having lot number 00107527j. The returned clip piece was examined under magnification. It was noted that the damaged incurred is consistent with coming in contact with an energized device. Although damage was found, the root cause could not be determined. No issues were found with t he four sterile clip cartridges that were returned. The hospital reported the clip having two different lot numbers as they are not sure which lot was used. Ref (B)(4) - m/l-10 10-clip clip cartridge - lot number 00107528j, MFR date 03/12/2012, exp date: 02/2017; ref (B)(4) - m/l-10 10-clip clip cartridge - lot number 00107527j, mfg date 02/22/2012, exp date: 02/2017.